Event description:
A malfunction was reported by the caller, which was identified as a malfunction on the pump, specifically malfunction 12. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reoccurred.